Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 9.2 cm from the terminal pin. Insulation was noted to be bent and kinked at the same location. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc). Subsequently a revision procedure was performed where the rv lead was explanted and replaced. No additional adverse patient effects were reported.